Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.